Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was having issues with the insulin pump. The insulin pump was giving error message, buttons were not work and it kept alarming battery out limit. Customer stated issues started about two months ago. Troubleshooting on the insulin pump was performed for battery out limit, keypad anomaly, and cosmetic damage. Customer does not recall blood glucose level. Customer was unable to clear alarm; keys were not responding they kept sticking. Damage was noted on the corners of the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected battery out limit alarms noted. The device had intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, and missing end cap sticker.